Event description:
It was reported that the device failed infusion test. No patient injury reported.

Manufacturer narrative:
Device operator is unknown. No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: b5: additional information received on 26-sept-2022 via email and attached in complaint object: this happen upon preventive maintenance, no patient was using the unit. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found tamper seal missing. There was no evidence of the error found in the event history log. The customer reported problem was not verified/duplicated at power up. Running three accuracy tests, the pump was found to be within manufacturing specifications. No actions taken for the issue as no fault was found. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.